Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer needle was allegedly could not be smoothly withdrawn. It was further reported that the location of the port where the introducer needle connected to the syringe was allegedly found to be oozing fluid while pushing the injection. Furthermore, there was allegedly no blood return in the retraction. Moreover, it was found that there was allegedly a crack in the end of the stem of the puncture needle, and the fluid had penetrated from there. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, three electronic photos were provided for review. The photo shows the clinician holding the syringe connected to the introducer needle and a leak was noted on the hub of the needle. Therefore the investigation is confirmed for the reported leak and suction issues. However the investigation is inconclusive for the reported fracture and difficult to remove issues as there was no objective evidence obtained from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer needle was allegedly could not be smoothly withdrawn. It was further reported that the location of the port where the introducer needle connected to the syringe was allegedly found to be oozing fluid while pushing the injection. Furthermore, there was allegedly no blood return in the retraction. Moreover, it was found that there was allegedly a crack in the end of the stem of the puncture needle, and the fluid had penetrated from there. There was no reported patient injury.